Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that problem was in flexvision pc which resulted in failure of grabber card initialization. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The flexvision pc has been returned for analysis and investigation identified failed ram memory in the unit. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and returned the system to use in good working order. Philips has started an investigation of this complaint.